Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the device was returned. There were no cracks identified on the device. The device tubing was not kinked. No anomalies identified with the quick release button. The pressure gauge aligned with zero.functional/ performance evaluation: the device was filled with water for functional testing. The device was purged of any air than attached to an in-house pressure gauge. The handle was rotated slowly increasing the pressure of the device. It was noted that the pressure gauge on the device did not show an increase in pressure at the same rate as the in-house pressure gauge. The pressure was released from the device. The handle was rotated at an increased speed increasing the pressure in the device. It was noted that a delay in the pressure gauge on the device could be noticed at the increased speed. The pressure gauge of the device was removed and examined under black light. Excess glue could be seen in the filter of the pressure gauge. No anomalies were noted to the other components of the device. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review:images/photos were not provided; therefore, a review could not be performed. Conclusion:the investigation is confirmed as the excess glue on the filter of the pressure gauge led to the gauge not operating correctly. The manufacturing site has changed the gluing method and rejection criteria for the device in manufacturing. Labeling review:the current IFU (instructions for use) state: precautions: carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. Discontinue use of the device if damage, malfunction or contamination is suspected during use. For experienced physician use only.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the initial inflation, the pressure gauge on the inflation device allegedly would not measure pressure. There was no reported impact or consequence to the patient.